Manufacturer narrative:
A ge service rep performed an onsite investigation. The display adapter board was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the monitors went blank intermittently after a period of activity. This resulted in an intermittent, recovered loss of imaging functionality. There is no report of injury or death.